Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1495, awareness date 24-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. On the day of her procedure, she was given valium and local anesthetic. She reported that the pain she felt while being implanted was excruciating. The second coil was fired too soon and was protruding out of her tube. The doctor attempted several times to remove it manually while the consumer was begging her to stop. It was not until her body went into an uncontrollable panic attack and she began to gasp for air that the doctor ceased the procedure and told her to go to the hospital where she would need an emergency surgery to either remove the coils or place them properly. The consumer was put under anesthesia and the coils were placed. She stated that her list of side effects range from skin reactions (due to nickel allergy), digestive issues, painful bowel movements, leg / back / abdominal pains, unpredictable menstrual cycles with clots and cramps. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the second coil was fired too soon and was protruding out of tube. The doctor attempted several times to remove it manually while the consumer was begging her to stop. The consumer was put under anesthesia and the coils were placed. This event was considered serious and listed in the reference safety information for essure. In this case, the second coil was not placed correctly and an intervention (under anesthesia) was required. A causal relationship cannot be excluded and this case was regarded as incident due to the required intervention performed. Additionally, non-serious events were added. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 04-dec-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the second coil was fired too soon and was protruding out of tube. The doctor attempted several times to remove it manually while the consumer was begging her to stop. The consumer was put under anesthesia and the coils were placed.. This event was considered serious and listed in the reference safety information for essure. In this case, the second coil was not placed correctly and an intervention (under anesthesia) was required. A causal relationship cannot be excluded and this case was regarded as incident due to the required intervention performed. Additionally, non-serious events were added. Based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.